Manufacturer narrative:
Age at time of event: 18 years or older. Device returned to MFR: the device was returned for evaluation. Device analysis revealed that a unit returned has catheter damage (detached). A damage was observed on the guidewire exit port assembly. The telescope assembly was not able to properly pull back, advance, and retract. Impedance testing shows a good unit wave form. Full image characterization testing could not be performed based on the returned condition of the catheter. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on investigation completed on 29sep2016. It was reported that lost image and unable to cross the lesion occurred. The 70% stenosed target lesion was located in the left main with 2.75 mm vessel diameter. During a percutaneous coronary intervention (pci), an opticross ic was used to view the lesion. However, the catheter could not show the image and failed to cross the lesion. The procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed the sheath was separated.